Event description:
It was reported by the customer that a pyxis medstation es system had a time issue. The customer stated that the machine time was off by 30 minutes, and it was causing a delay in removing the medications for the patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to time-related software issue. A technical support specialist dialed into the station and changed it to the current time in the time-setting box to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.